Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant, it had not done a thing and patient was going to the bathroom more than ever. Patient synced to their device and had stimulation on at 2.8v. Patient stated the only time they had ever felt stimulation was 2 days before the report when they bent over. Patient increased stimulation from 2.8 to 3.1 and patient mentioned they could not feel stimulation when standing and that it was at a comfortable level. Additional information received from the family member. Caller said they wanted to adjust the settings on the patient's device. The adjustments only lasted a couple of days and then the patient's symptoms returned; they started "going more than ever." They have access to the patient programmer (pp) and have ability to change programs and/or adjust stimulation. They weren't feeling stimulation at the time of the call so it was increased to 3.6v and the patient noted they were bending over. In this position, they could feel stimulation where the incision is. At a later time, they could feel "a little" stimulation in the bicycle seat area; they confirmed it is comfortable. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). They were further directed to their hcp to discuss programming and further adjustments the patient should make. It was reviewed that the call center is unable to advise on where to set stimulation. It was further reviewed to increase stimulation if symptoms don't improve after a couple of days. Assistance was given and the caller was walked through on how to switch to another program if needed. Additional information was received from the patient. It was reported that the patient¿s stimulator periodically worked, and it was noted that the patient was going to the bathroom as much or more. It was clarified that they would adjust the settings and the device would work for about 4 days and then would stop working again. The patient was not able to go anywhere without having to go to the bathroom 14 times. The patient synced with the implant noting that the pp was showing program 1 active with stimulation started at 3.1. The patient noted that they had previously felt stimulation in the bicycle seat but was not feeling stimulation at the time of report. The patient was not feeling stimulation while attempting to increase but then felt it at the implant site after increasing. The patient indicated that they had previously felt stimulation in the bicycle seat on and off, lately had not been feeling it, and was now feeling stimulation at the implant site. The patient was asked when they experienced stimulation at the implant site and the patient noted that they would sometimes feel the stimulation when they stood up or bent over. It was indicated that the patient had never experienced uncomfortable stimulation and was advised to follow up with a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their therapy would work for a while (3 days), stop working, and need to be reprogrammed again. It was reported that the doctor¿s assistant had adjusted it for the patient, but the therapeutic benefit didn¿t last. Syncing with the programmer showed stimulation was on at 3.6 on program 1. The caller changed from program 1 to program 2. The patient was redirected to their healthcare provider if the issue did not resolve, and to discuss programming. No further complications were reported.